Manufacturer narrative:
Continued from d11-50ml baxter bag lot w9f11c0 exp jun20, dimenhydrinate rt a b 30mg 5% dextrose injection the report that the d10ns infusion appeared to be flowing like a waterfall through the drip chamber after the dimenhydrinate (gravol) in 5% dextrose 53 ml IV piggyback infusion had completed was neither confirmed nor reproduced in this investigation. Rate accuracy testing using the customer-provided pump module together with the incident administration tubing set found the system to be infusing within specification. Inspection of the pump module and tubing set found no existing malfunctions; concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. Review of the pcu event log showed that at 2:16 pm, d10w (drug ID 54) was selected from guardrails IV fluids to infuse at a rate of 135 ml/hr with a vtbi of 1000 ml, but not normal saline (d10ns), as reported by the customer. This programmed infusion was calculated to infuse for a duration of 7 hours and 24 minutes. At 3:28 pm, dimenhydrinate (drug ID 69) was programmed from guardrails drugs to infuse as a secondary infusion. The user entered a drug amount of 30 mg and a diluent volume of 75 ml, with a patient weight of 30.7 kg. The rate volume was programmed at a rate of 200 ml/hr and a vtbi of 75 ml. This programmed infusion was calculated to infuse for a duration of 22 minutes. At 3:51 pm, the secondary infusion reached completion and the primary infusion continued. At 4:04 pm, the primary infusion was paused. Within this time frame, the total primary volume infused was 177.967 ml and the secondary volume infused was 75.022 ml. The root cause of the reported over infusion could not be identified.

Event description:
It was reported that the IV infusion pump was running 1,000ml of dextrose 10% with normal saline (d10ns) at 135ml/hr with dimenhydrinate (gravol) 30mg in 5% dextrose 53ml IV piggyback that had finished the infusion. The pump had already switched over to the primary rate, displaying that it was set to 135ml/hr. It was noted that the d10ns infusion appeared to be going as fast as it could, the nurse described it as appearing "like a waterfall flowing through the drip chamber". The infusion was paused. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. It is the customer' policy not to provide patient information.

Event description:
It was reported that the IV infusion pump was running 1,000ml of dextrose 10% with normal saline (d10ns) at 135ml/hr with IV medication gravol as piggyback that had finished the infusion. The pump had already switched over to the primary rate, displaying that it was set to 135ml/hr. It was noted that the d10ns infusion appeared to be going as fast as it could, the nurse described it as appearing "like a waterfall flowing through the drip chamber." The infusion was paused. There was no patient harm.